Manufacturer narrative:
Correction: h6 health effect previously reported as no health consequences, now updated to unexpected medical intervention.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). Programming changes were successfully completed. The patient was stable and asymptomatic.